Event description:
Reporter indicated that vns patient had passed away. Exact date and cause of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.